Event description:
It was reported the right end of the customer's insulin pump had fallen off. Customer noticed the damage when they were changing their infusion set and rewinding their insulin pump. The customer's blood glucose was 108 mg/dl. The customer was unsure how the damage had occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.